Event description:
Patient revised for pain. During the removal surgery, the surgeon found the milky fluid around the implants. When removed the head, metallic debris was found on the stem neck.

Manufacturer narrative:
Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that; root cause: undeterminable, it is unlikely there is a manufacturing fault as the head and liner were close to the manufacturing specification and the variance reported may be due to the different measurement techniques (at time of manufacture and current report). The damage to the taper prevents full analysis. It is likely in this case that several factors combined ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then further investigation shall be completed. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be reopened when the bioengineering report is completed.